Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The cause of the peritonitis was unknown. The patient was not hospitalized for the event. The patient was treated with injection vancomycin (2g, once every five days, route and duration not reported), injection fortum (1g, once daily, route and duration not reported), and injection heparin (dose, route, duration, and frequency not reported) for the peritonitis. The patient was reported to have recovered from the peritonitis event. Action taken with dianeal therapy was unknown. No additional information is available.

Manufacturer narrative:
(B)(4) . The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.